Event description:
Customer states that after thirty days of pt use a nurse noticed a leakage in the cuff. The info provided suggest that decannulation and recannulation of a replacement tube was required.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.